Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 32 synergy ii drug-eluting stent was selected for use. However, it was noted that the stent strut was fractured. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, device manufactured date, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent rows 13-15 with stent struts lifted and pulled distally. The maximum crimped stent profile measurement at the time of manufacture was within crimped stent profile measurement . No stent fracture was noted along the entire stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft or inner/outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 32 synergy ii drug-eluting stent was selected for use. However, it was noted that the stent strut was fractured. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.